Event description:
It was reported that an ilet user experienced hypoglycemia after the device displayed a ¿dispense¿ message while the glucose sensor was not connected. The user-reported lowest blood glucose was 56 mg/dl, though the device report showed dosing stopped and no recorded lows. The mobile app indicated the ilet was disconnected and could not sync. Customer care provided support that included review of available device data and user-provided information and attempts to obtain additional data via the mobile app. Investigation of this case revealed that dosing had been stopped during the relevant period preventing further data synchronization. Symptoms included shakiness and numbness in the calves. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. It was concluded that hypoglycemia occurred with an unclear cause and that no device alerts or alarms were documented during the period reviewed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.